Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an out of range shock impedance. The right ventricular (rv) lead impedances had been gradually increasing before it became out of range. At this time, the ICD remains in service. No adverse patient effects were reported.